Event description:
It was reported that the pt was found disconnected from vent for at least 15 mins. It was unk if the ventilator alarmed when the reported problem occurred. The nurse performed CPR and the pt was taken to hospital. The pt is back home. The nurse was arrested. There are no allegations that ventilator malfunction caused pt harm.

Manufacturer narrative:
Na